Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No.". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, headache and pelvic pain to be related to essure. The reporter commented: discrepancy noted in the dates of insertion and removal from that previously reported. Discrepancy of device remove= have you had your essure (or any part of the device) removed? No. Most recent follow-up information incorporated above includes: on (B)(6) 2018: FDA evaluation added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no: 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No." The patient's medical history included abdominal pain, cramp in lower abdomen, d & c, urinary tract infection, endometriosis, smoker, chlamydial infection, vaginal bleeding, ovarian cyst (right), vaginal bleeding, vaginal delivery, pelvic inflammatory disease, pain in hip, ovarian cyst ruptured, cervical cancer, cholelithiasis, gallstones, bloating, gastroparesis, bacterial vaginosis, raised liver function tests and gerd. Concurrent conditions included burning micturition, back pain, vomiting, anxiety attack, dysfunctional uterine bleeding, gallstones, constipation, dysfunctional uterine bleeding and tooth pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, headache, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discprepancy noted in the dates of insertion and removal from that previously reported. Discrepancy of device remove, have you had your essure (or any part of the device) removed? No. She tolerated the procedure very well. Most recent follow-up information incorporated above includes: on 12-feb-2019: reporter, lot number, medical history added from medical record. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), haemorrhagic ovarian cyst ('reproductive system disorder or condition type of disorder or condition: hemorrhagic ovarian cyst'), impaired gastric emptying ('gastrointestinal or digestive system condition type: gastroparesis') and obstruction gastric ('gastric outlet syndrome') in a 21-year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's medical history included abdominal pain, cramp in lower abdomen, d & c, urinary tract infection, endometriosis, smoker, chlamydial infection, vaginal bleeding, ovarian cyst (right), vaginal bleeding, vaginal delivery, pelvic inflammatory disease, pain in hip, ovarian cyst ruptured, cervical cancer, cholelithiasis, gallstones, bloating, gastroparesis, bacterial vaginosis, raised liver function tests, cervical dysplasia, weight gain, chlamydial infection, mood swings, night sweats, sleep maintenance insomnia, middle insomnia, cervical cancer, endometriosis, cholecystitis, chronic hepatitis c, psoriasis, abnormal liver function tests, upper gastrointestinal tract endoscopy, perineal pain and irregular menstruation. Concurrent conditions included burning micturition, back pain, vomiting, anxiety attack, dysfunctional uterine bleeding, gallstones, constipation, dysfunctional uterine bleeding, tooth pain, gerd, distended stomach, rash, emesis, rectal bleeding and hepatic enzymes increased. Concomitant products included ethinylestradiol;levonorgestrel (seasonal) since (B)(6) 2011, medroxyprogesterone acetate (depo provera), paroxetine hydrochloride (paxil) and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), 5 months 3 days after insertion of essure. In 2013, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced impaired gastric emptying (seriousness criterion medically significant), headache ("headaches") and migraine ("migraines"). On (B)(6) 2018, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced obstruction gastric (seriousness criterion medically significant), abdominal distension ("bloating") and constipation ("constipation"). The patient was treated with surgery (oophorectomy and surgery to remove the essure, hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, haemorrhagic ovarian cyst, impaired gastric emptying, obstruction gastric, abdominal pain, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, anxiety, migraine, nausea, dyspareunia, abdominal distension and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, constipation, dysmenorrhoea, dyspareunia, haemorrhagic ovarian cyst, headache, impaired gastric emptying, menorrhagia, migraine, nausea, obstruction gastric, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the dates of insertion and removal from that previously reported. Discrepancy of device remove= have you had your essure (or any part of the device) removed? No. She tolerated the procedure very well, discrepancy noted in date of removal (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: essure tubal implants. Minimal free fluid in the cul-de-sac rightward; on (B)(6) 2015: similar findings to previous CT with distended stomach showing prominent foodstuff debris and cholelithiasis. Similar constipation with retained fecal debris throughout the colon.; on (B)(6) 2016: it did show cholelithiasis.; on (B)(6) 2017: the base of the lungs are included on the exam. There are no pleural effusions or areas of consolidation. Abdomen: the liver and spleen are structurally unremarkable. Gallstones noted. The pancreas and adrenal glands are within normal limits. The kidneys are of expected attenuation and equal bilaterally. There is no evidence for stone involving the kidneys or ureters. Pelvis: there are no dilated loops of bowel nor evidence for obstruction. There is trace free fluid. Bilateral essure filaments noted. Cyst left ovary measures 2.7 cm. Appendix seen within normal limits.. Ultrasound scan - on (B)(6) 2014: cholelithiasis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst., abdominal pain, nausea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No.". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, headache and pelvic pain to be related to essure. The reporter commented: discrepancy noted in the dates of insertion and removal from that previously reported. Discrepancy of device remove= have you had your essure (or any part of the device) removed? No. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication updated, new event device monitoring procedure not performed added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's medical history included abdominal pain, cramp in lower abdomen, d & c, urinary tract infection, endometriosis, smoker, chlamydial infection, vaginal bleeding and ovarian cyst (right). Concurrent conditions included burning micturition, back pain, vomiting, anxiety attack, dysfunctional uterine bleeding, gallstones and constipation. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, headache, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discprepancy noted in the dates of insertion and removal from that previously reported. Discrepancy of device remove= have you had your essure (or any part of the device) removed? No. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), haemorrhagic ovarian cyst ("reproductive system disorder or condition type of disorder or condition: hemorrhagic ovarian cyst"), impaired gastric emptying ("gastrointestinal or digestive system condition type: gastroparesis") and obstruction gastric ("gastric outlet syndrome") in a 21-year-old female patient who had essure (batch no. 869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's medical history included abdominal pain, cramp in lower abdomen, d & c, urinary tract infection, endometriosis, smoker, chlamydial infection, vaginal bleeding, ovarian cyst (right), vaginal bleeding, vaginal delivery, pelvic inflammatory disease, pain in hip, ovarian cyst ruptured, cervical cancer, cholelithiasis, gallstones, bloating, gastroparesis, bacterial vaginosis, raised liver function tests, gerd, cervical dysplasia, weight gain, chlamydial infection, mood swings, night sweats, sleep maintenance insomnia, middle insomnia, cervical dysplasia, endometriosis, cholecystitis, chronic hepatitis c and psoriasis. Concurrent conditions included burning micturition, back pain, vomiting, anxiety attack, dysfunctional uterine bleeding, gallstones, constipation, dysfunctional uterine bleeding and tooth pain. Concomitant products included ethinylestradiol;levonorgestrel (seasonal) since (B)(6) 2011, medroxyprogesterone acetate (depo provera), paroxetine hydrochloride (paxil) and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ abdominal cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), 5 months 3 days after insertion of essure. In 2013, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced impaired gastric emptying (seriousness criterion medically significant), headache ("headaches") and migraine ("migraines"). On (B)(6) 2018, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced obstruction gastric (seriousness criterion medically significant), abdominal distension ("bloating") and constipation ("constipation"). The patient was treated with surgery (oophorectomy and surgery to remove the essure, hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, haemorrhagic ovarian cyst, impaired gastric emptying, obstruction gastric, abdominal pain, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, anxiety, migraine, nausea, dyspareunia, abdominal distension and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, constipation, dysmenorrhoea, dyspareunia, haemorrhagic ovarian cyst, headache, impaired gastric emptying, menorrhagia, migraine, nausea, obstruction gastric, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the dates of insertion and removal from that previously reported. Discrepancy of device remove= have you had your essure (or any part of the device) removed? No. She tolerated the procedure very well, discrepancy noted in date of removal (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: essure tubal implants. Minimal free fluid in the cul-de-sac rightward; on (B)(6) 2015: similar findings to previous CT with distended stomach showing. Prominent foodstuff debris and cholelithiasis. Similar constipation with retained fecal debris throughout the colon.; on (B)(6) 2016: it did show cholelithiasis. Ultrasound scan - on (B)(6) 2014: cholelithiasis. Most recent follow-up information incorporated above includes: on 26-feb-2019: follow-up 12 and 13 process together. Plaintiff fact sheet received. Events added from pfs- psychological or psychiatric problems condition: anxiety, migraines, reproductive system disorder or condition type of disorder or condition: hemorrhagic ovarian cyst, nausea, dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: gastroparesis, bloating, constipation, gastric outlet syndrome. Concomitant drug, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.